Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Pre-op diagnosis: anovaginal fistula. Post-op diagnosis: anovaginal fistula.

Manufacturer narrative:
Additional information: a&b. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The pre-op diagnosis was an anovaginal fistula. The name of the procedure performed was a transperineal repair of anovaginal fistula with implantation of biologic mesh.